Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section, the device turned itself "on" with the button on the off" position resulting in burns on the patient's body. There was two 3rd degree burns and 3 2nd degree burns. The 3rd degree burn on right mons pubis and left leg. 2nd degree bilateral labia minora inferior to the clitoris. The surgeon removed burnt skin in two 3rd degree burns and placed 3 sutures. They also applied silver sulfadiazine cream. The procedure was delayed for 5-10 minutes. The patient is currently healing well.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The device was plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The device plugged into a generator and activated normally. The device was hipot tested with satisfactory results indicating no electrical leakage. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, confirm proper electrosurgical generator power setting before proceeding with surgery. Use the lowest power setting to achieve the desired surgical effect. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section, the device turned itself "on" with the button on the off" position resulting in burns on the patient's body. There was two 3rd degree burns and 3 2nd degree burns. The 3rd degree burn on right mons pubis approximately 2.5cm and left leg 3 cm. 2nd degree bilateral labia minora 1 cm inferior to the clitoris. The surgeon removed burnt skin in two 3rd degree burns and placed 3 sutures. They also applied silver sulfadiazine cream. The procedure was delayed for 5-10 minutes. The patient is currently healing well.